Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. There was blood in the wire lumen. The hypotube shaft was completely separated 82cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The physician was treating lesions within the left anterior descending artery (lad), the left circumflex artery (lcx) and the right coronary artery (rca). The 75% stenosed, 24x2.5 mm, eccentric, de novo target lesion was located in a non-tortuous and a severely calcified unspecified vessel. Following the advancement of a 6f 3.5 non-bsc guiding catheter and two non-bsc guidewires, a 2.0x15mm emerge¿ balloon catheter was advanced to dilate the lesion. During advancement of the balloon into the guide catheter, the mid shaft broke outside of the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The physician was treating lesions within the left anterior descending artery (lad), the left circumflex artery (lcx) and the right coronary artery (rca). The 75% stenosed, 24x2.5 mm, eccentric, de novo target lesion was located in a non-tortuous and a severely calcified unspecified vessel. Following the advancement of a 6f 3.5 non-bsc guiding catheter and two non-bsc guidewires, a 2.0x15mm emerge¿ balloon catheter was advanced to dilate the lesion. During advancement of the balloon into the guide catheter, the mid shaft broke outside of the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.